Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo investigation: the device was not returned for investigation and the investigation was completed on the received image. The picture shows the handle of the osteotome straight. The distal end of the osteotome had broken off and the broken piece was not pictured. Manufacturing record evaluation could not be performed as no lot number was provided. Hence, the current revision of drawing was reviewed. Since the device was not returned, an as-received condition and dimensional inspection could not be reviewed. Conclusion: the complaint condition can be confirmed based on the available information. This might have been due to excessive pressure applied during procedure but a definitive assignable root cause was not identified from the available information. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was doing an anterior lumbar interbody fusion (alif) due to an unknown reason. While hitting the instrument with a mallet as its intended purpose the alif osteotome straight 15mm broke. There were no fragments generated. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) universal alif instrument set osteotome, straight 15mm. This is report 1 of 1 for (B)(4).